Manufacturer narrative:
Some reagent packs for tests were checked and bubbles were found inside. The analyzer mixer appeared slightly distorted when turned. The customer also noticed a large amount of gray "eraser residue-like" dust on the sample probe track. The customer also found that a tube slipped from a pulley on the probe. There were no signs of leakage, but the power-like substances were attached to the tube. There was also an error indicating an abnormal reagent liquid level detection.

Event description:
The initial reporter stated they have been having issues with calibration and control failures with elecsys ft3 iii and one other test on the cobas e 411 immunoassay analyzer. One patient sample also had discrepant ft3 results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft3 value of 4.08 pg/ml. The sample was repeated on a second instrument, resulting in a value of 3.13 pg/ml. The 3.13 pg/ml value was reported outside of the laboratory to a physician. The ft3 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced rubbed tubing that had come off of a pulley. The sample probe liquid level detection was adjusted. Calibration and controls were run with good results. Bubbles were found in some reagents. The investigation determined the service actions resolved the issue.